Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had wasted too much of their life with back surgery. The patient reported that their ins caused them to almost drown and break their foot. A manufacturer's representative (rep) had programmed it too high on the side of their stomach.